Manufacturer narrative:
This MDR is related to ge healthcare. The fault was traced to all 4 power fuses blown and the f3 fuse. All fuses were replaced and the system operates as intended.

Event description:
The customer reported that the system did not boot up. No pt injury was reported.